Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she needed assistance with setting up the device. Customer's blood glucose was 220 mg/dl. Device had a blank display. Display prompted the customer to change the time when the time on the device was already correct. During troubleshooting, found motor position encoder error alarm in history. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to several displayable history alarms in the history file. The alarms were due to a corrupted history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected check setting alarms were noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.